Event description:
It was reported by the customer that error 7 occurred, as soon as the handactivation button on the generator was depressed. The case was completed with footpedal, with no pt consequence.

Manufacturer narrative:
Eval summary: device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.